Event description:
The clinic reported a patient underwent a lift flap enhancement in their left eye (os) on (b)(6 2011. The patient presented at the five (5) month post operative visit with an epithelial ingrowth that was removed (B)(6) 2012. The patient was referred to the comanaging doctor for follow up post epithelial ingrowth removal. No further information was provided.

Manufacturer narrative:
Epithelial ingrowth. Manufacture date: august 1999. The laser underwent service prior to the original surgery and met all amo specifications. No clinical support or service was requested, reporting incident only. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.